Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedance measurements on this cardiac resynchronization therapy defibrillator (crt-d) were low and out of range on one day. Outside of that time, measurements were within normal range. At the time of the out of range measurement, the patient was hospitalized for a non-related surgical procedure. Boston scientific technical services (ts) discussed monitoring lead measurements. This device remains in service. No adverse patient effects were reported.